Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device using the pre-close technique via a 7f sheath hole prior to an aortic aneurysm and endoleaks interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed. Attempts were made to remove the device, however, there was resistance and the device was difficult to remove. A device separation then occurred as the distal sheath separated from the proximal sheath [guide] and remained in the vessel. Surgical intervention was then performed to remove the separated prostyle sheath. The pre-close technique was abandoned. The procedure was completed and hemostasis was achieved via surgical intervention. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.